Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 3.8 inr/2.78 inr, 3.2 inr/1.71 inr, 4.0 inr/2.59 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that she no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of hi (greater than 600 mg/dl) and 116 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she took her normal 60 units of lantus insulin immediately prior to obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.